Event description:
The customer alleged her blood glucose readings were not being retained in the contour meter's memory. No adverse event was alleged. The customer is expected to return her meter for evaluation and a replacement meter was sent to her.